Event description:
Caller reported a cgm error and noted that the pump had not recently been in storage mode or reset due to normal battery depletion. Customer technical support provided detailed instructions on how to reset the pump and guided the caller through the process. After the reset, the cgm error did not appear again, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.